Event description:
The customer alleged that the catheters had no expiration dates on them. They attempted to insert a catheter into the patient, but the first two attempts ended with the catheter disintegrating during insertion. The third insertion attempt ended with the catheter disintegrating inside the patient, who subsequently underwent a surgical procedure to remove pieces of catheter. There were no reported surgical complications.

Manufacturer narrative:
The lot number of the device that disintegrated inside the patient is not known. The customer reported that the following lots were at their facility. Photographs of the actual device were received and are being evaluated. Units from possible lots were provided for evaluation. Catheters had no expiration dates on them at the time of production. The lot numbers provided by the customer indicated that they had been produced in 1995 and 1997. The shelf life for this product is five years. Current production includes expiration date on label.